Event description:
This description was compiled from information provided by the physician involved with the treatment with the prolieve thermodilatation system that preceded that event being reported. The pt presented with obstructive prostaste symptoms and underwent a prolieve thermodilatation of the prostate in 2005. The procedure was uneventful and the pt was being prepared for discharge from the office. The pt voided, emptied their bladder when pt became weak and dizzy with an obvious vasovagal response. Blood pressure was 70/50, pulse rate near 40. The pt was immediately placed in supine position and intravenous fluids were administered. The pt's oxygen saturation was measured and results were reported as good. Pt was given atropine 0.05 mg with a good response. The pt did not complain of pain but on repeated attempts to bring them to a standing position, pt orthostatic condition returned and it was determined that the pt would require hospitalization overnight for observation and supporative care. Prior to their discharge to the hosp, their vital signs had stabilized. An EKG performed in the office showed a right a bundle branch block, and occasional pvc's but subsequent rhythm tracing only showed normal tracing with right bundle branch block. No st changes were noted. The pt had no prior significant cardiovascular or surgical history. The pt was transported to the hosp via routine ambulance where pt was admitted for observation. Pt was monitored overnight on telemetry and thier vital signs were stable. Pt had difficulty urinating and a foley catheter was placed. Their white count was found to be elevated at 14,000. The morining after their admission, pt was ambulating well without additional problems and was discharged home with their indwelling foley catheter and a prescription for levaquin. The foley catheter was removed by the pt five days later pt was voided successfully after its removal. Pt was scheduled to be seen for follow-up in the office later in august 2005. The pt was seen for follow-up in august, 2005 by the physician. Blood pressure was 111/62 and their pulse rate was 70. A urinalysis was obtained and results were normal; pt completed their antibiotic course of levaquin and was not on any additional antibiotics. Their voiding pattern was noted to be improving and pt is no longer taking flomax. Pt will return in september 2005 for a routine follow-up visit. At that time a bladder scan will be conducted to recheck for residual urine.